Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic submucosal dissection (esd) gastric procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. After closing the clip on the tissue, moving the slider repeatedly forwards and backwards failed to release the clip. The control wire in the handle was fractured which initially failed to release the clip. The clip eventually fell off in a partially opened state. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.